Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The reported malfunction was observed and attributed to a missing resistor on the main board. It cannot be firmly established how the resistor was removed from the board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.